Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/01/2016 with the following findings: the keypad was found to be peeling up. All keypad buttons were found to be under-responsive. The keypad was removed and visible button contact contamination was found. The battery compartment was also found to be cracked on the left side of the grip pad and below the grip pad. A crack was also observed in the pump case near the top right corner of the display lens. The display was also found to be dim and orange. (B)(6).

Event description:
The pump was returned for investigation. The keypad was found to be peeling up. All keypad buttons were found to be under-responsive. The keypad was removed and visible button contact contamination was found. The battery compartment was also found to be cracked on the left side of the grip pad and below the grip pad. A crack was also observed in the pump case near the top right corner of the display lens. The display was also found to be dim and orange. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 07/01/2016.